Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2026, senseonics was notified of a user experiencing "high temperature alerts" despite no apparent exposure to heat. The issue was attributed to sensor performance and a replacement was approved, and the sensor was requested returned for further investigation.